Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 521 mg/dl since they were not able to deliver 2 boluses last night. The customer was assisted with troubleshooting. Customer stated since last night they have changed her set and reservoir since they keep receiving bolus not delivered. It was unknown that the customer did used to auto mode feature at the time of event. The device will not be returned for analysis.